Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thiry days upon receipt.

Event description:
Per sales rep, the stent came off the balloon, this occurred while the doctor was trying to pull the stent back into the guiding catheter. The stent was retrieved with a gooseneck snare. The target vessel was the left anterior descending. There was no pt injury. There was a lot of resistance while trying to track the lesion. Additional force was applied while trying to advance the system.